Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot#: 16519792, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure per physicians preference. No device malfunction was suspected.